Event description:
It was reported that the patient experienced a fall and hit the ipg. Thereafter the ipg was unable to be recharged. Ipg could not communicate with the external devices with an error message. Ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.